Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 597 mg/dl. Subsequently, the customer was hospitalized. Additionally, it was reported that the pump did not annunciate for a continuous glucose monitor (cgm) alert. The customer declined troubleshooting with tandem technical support and declined to provide additional information.